Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported several error alarms including a no delivery alarm. Customer stated that she went through surgery and when she got the insulin pump back her settings were wrong and has been having an issue since. Customer's current blood glucose reading is 142 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No excessive no delivery and a21 alarms. Insulin pump passed a21 error alarm test and self test. An a47 alarm noted on the alarm history screen due to corrupted history file. Minor scratched on lcd window, cracked display window corners, cracked reservoir tube lip.